Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure to uterus"), pelvic pain ("persistent pelvic pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), systemic lupus erythematosus ("lupus") and gallbladder operation ("gallbladder surgery") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done". Medical conditions: *confirmation test no done. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and the first episode of fibromyalgia ("fibromyalgia"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("depression"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia"), abdominal pain upper ("stomach pain"), musculoskeletal pain ("joint muscle pain"), gait inability ("inability to walk"), vaginal discharge ("vaginal discharge"), amenorrhoea ("amenorrhea") and the second episode of fibromyalgia ("autoimmune disorder, type of disorder fibromyalgia") and underwent gallbladder operation (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, laparoscopy right oophorocystectomy and right oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, systemic lupus erythematosus, gallbladder operation, weight increased, gait inability, anxiety and depression outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, vaginal infection, dyspareunia, abdominal pain upper and musculoskeletal pain was resolving. The reporter considered abdominal pain upper, amenorrhoea, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, gait inability, gallbladder operation, menorrhagia, musculoskeletal pain, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of fibromyalgia and the second episode of fibromyalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.608 kgs. Most recent follow-up information incorporated above includes: on 8-mar-2019: new pfs received-v new event depression was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (underwent a removal of one coil by each doctor due to complications from the essure device). At the time of the report, the pelvic pain had not resolved and the autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), device expulsion ("migration of essure to uterus"), systemic lupus erythematosus ("lupus"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and gallbladder operation ("gallbladder surgery") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced vaginal haemorrhage (seriousness criterion medically significant) and menorrhagia (seriousness criterion medically significant). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), dysmenorrhoea (seriousness criterion medically significant), vaginal infection ("vaginal infection"), gallbladder operation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), musculoskeletal pain ("joint muscle pain") and gait inability ("inability to walk"). The patient was treated with surgery (bilateral salpingectomy), surgery (laparoscopy right oophorocystectomy). At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, dyspareunia, abdominal pain upper and musculoskeletal pain was resolving and the device expulsion, systemic lupus erythematosus, vaginal infection, fibromyalgia, gallbladder operation and gait inability outcome was unknown. The reporter considered pelvic pain and systemic lupus erythematosus to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.608 kgs. Confirmation test no done most recent follow-up information incorporated above includes: on 15-may-2018: pfs received. Events added: vaginal bleeding, menorrhagia, urinary tract infection, vaginal infection, fibromyalgia, migration of essure to uterus, migration of essure to uterus, dysmenorrhea, gallbladder surgery, dyspareunia, weight gain, stomach pain, joint muscle pain, inability to walk. Event autoimmune disorder was updated to lupus incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain"), device expulsion ("migration of essure to uterus"), systemic lupus erythematosus ("lupus"), vaginal haemorrhage ("vaginal bleeding"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea") and gallbladder operation ("gallbladder surgery") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done". In 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6)2008, the patient had essure inserted. In may 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and fibromyalgia ("fibromyalgia"). In march 2012, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device expulsion (seriousness criterion medically significant), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), gallbladder operation (seriousness criterion medically significant), dyspareunia ("dyspareunia"), weight increased ("weight gain"), abdominal pain upper ("stomach pain"), musculoskeletal pain ("joint muscle pain") and gait inability ("inability to walk"). The patient was treated with surgery (bilateral salpingectomy), surgery (laparoscopy right oophorocystectomy), surgery (right oophorectomy), surgery (right oophorectomy) and surgery (right oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, urinary tract infection, dyspareunia, abdominal pain upper and musculoskeletal pain was resolving and the device expulsion, systemic lupus erythematosus, vaginal infection, fibromyalgia, gallbladder operation and gait inability outcome was unknown. The reporter considered abdominal pain upper, device expulsion, dysmenorrhoea, dyspareunia, fibromyalgia, gait inability, gallbladder operation, menorrhagia, musculoskeletal pain, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.608 kgs. Confirmation test no done most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received:the event essure confirmation test not done added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure to uterus"), pelvic pain ("persistent pelvic pain"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("dysmenorrhea"), systemic lupus erythematosus ("lupus") and gallbladder operation ("gallbladder surgery") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done". In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and the first episode of fibromyalgia ("fibromyalgia"). In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia"), abdominal pain upper ("stomach pain"), musculoskeletal pain ("joint muscle pain"), gait inability ("inability to walk"), anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"), vaginal discharge ("vaginal discharge"), amenorrhoea ("amenorrhea") and the second episode of fibromyalgia ("autoimmune disorder, type of disorder fibromyalgia"), underwent gallbladder operation (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, laparoscopy right oophorocystectomy and right oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, systemic lupus erythematosus, gallbladder operation and gait inability outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection, vaginal infection, dyspareunia, abdominal pain upper and musculoskeletal pain was resolving. The reporter considered abdominal pain upper, amenorrhoea, anxiety, device expulsion, dysmenorrhoea, dyspareunia, gait inability, gallbladder operation, menorrhagia, musculoskeletal pain, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of fibromyalgia and the second episode of fibromyalgia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.608 kgs. Confirmation test no done most recent follow-up information incorporated above includes: on 29-nov-2018: pfs received: event outcome recovering /resolving added for event urinary tract infection, new event psychological or psychiatric problems condition: anxiety and mental anguish, vaginal discharge, amenorrhea, autoimmune disorder, type of disorder fibromyalgia were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure to uterus'), pelvic pain ('persistent pelvic pain'), menorrhagia ('menorrhagia'), vaginal haemorrhage ('vaginal bleeding'), dysmenorrhoea ('dysmenorrhea'), systemic lupus erythematosus ('lupus') and gallbladder operation ('gallbladder surgery') in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done". Medical conditions: *confirmation test no done. Concomitant products included fluoxetine hydrochloride (prozac) since (B)(6) 2013 and ibuprofen since (B)(6) 2009. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant) and the first episode of fibromyalgia ("fibromyalgia"). In (B)(6) 2010, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish") and depression ("depression"). On (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"), 3 years 6 months after insertion of essure. In (B)(6) 2012, the patient experienced urinary tract infection ("urinary tract infection"). On (B)(6) 2013, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required). On (B)(6) 2013, the patient experienced amenorrhoea ("amenorrhea"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), dyspareunia ("dyspareunia"), abdominal pain upper ("stomach pain"), musculoskeletal pain ("joint muscle pain"), gait inability ("inability to walk"), the second episode of fibromyalgia ("autoimmune disorder, type of disorder fibromyalgia") and fatigue ("fatigue") and underwent gallbladder operation (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, laparoscopy right oophorocystectomy and right oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the device expulsion, systemic lupus erythematosus, gallbladder operation, weight increased, gait inability, anxiety and depression outcome was unknown, the pelvic pain, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, vaginal discharge and fatigue had resolved and the dysmenorrhoea, dyspareunia, abdominal pain upper and musculoskeletal pain was resolving. The reporter considered abdominal pain upper, amenorrhoea, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, gait inability, gallbladder operation, menorrhagia, musculoskeletal pain, pelvic pain, systemic lupus erythematosus, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of fibromyalgia and the second episode of fibromyalgia to be related to essure. The reporter commented: patient received treatment for:pain , abnormal bleeding , uti, vaginal infection, vaginal discharge, migration, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 52.608 kgs. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received.event: fatigue were added.event outcome were updated to recovered: pain , abnormal bleeding , uti, vaginal infection . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.